Event description:
The surgeon placed a 6x40mm polyaxial screw on the left side of the sacral on vertebrae (s1). Then after placing a rod, the surgeon was trying to place the set screw. When trying to tighten with torque driver surgeon notice metal shavings coming from the set screw. He removed the set screw at this time and then attempted to place two other set screws w/o success. The surgeon then removed the rod and the 6x40mm polyaxial screw from left side of s1 and replaced then with a 7x40mm polyaxial screw and rod. A new set screw was placed w/o difficulty. Device usage problem: device failed (e.g. Broke). See scanned page. Add'l info rec'd by distributor on (B)(6) 2012: the main issue was that the rod was not fully seated in the screw heads. Surgeon was using a curved 6.0x70mm (he is pretty sure this was the size, but not 100%) rod. Confirmed that this was occurred in the sacrum, left side, and was the last set screw to be addressed. Was using the axial torque wrench and standard counter torque. As the set screws cross threaded, shavings fell into the wound but were all subsequently retrieved. The screw was removed and replaced with the larger screw, and initially, again, the rod was not fully seated. The surgeon does not usually like to use the instruments to manipulate the screws during use. However with the second attempt, upon urging from the rep, the surgeon did pull another instrument to assist with the rod placement. Rep cannot recall exactly what instrument was used from the optima set but the final set screw was then able to be placed. This was a 2 level case, s1, l5, l4.

Manufacturer narrative:
The surgeon didn't use the relevant instruments (rod pusher, etc.) For securing the set screw in the operation. In our opinion, the surgeon should have followed the surgical techniques during operation, but he ignored the IFU and surgical technique.